Event description:
It was reported that a patient presented with far r-wave oversensing on their right atrium leadless pacemaker (ralp). No changes or interventions were reported. The patient condition was not known.